Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bag/vent switch and cable were replaced. Information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no reported patient injury.